Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a bolus anomaly. Blood glucose at the time of incident was unknown. The customer states he has been having reoccurring issues with basal set up. The customer states the pump alarms max basal, but the bolus is below the max bolus. The customer states this issue is happening selectively. Troubleshooting was not performed. The customer declined troubleshooting and stated he will call back later. The device will not be returned for analysis.